Event description:
It was reported that device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) double curve was positioned with the distal marker into the laa ostium. A pigtail was advanced, fluoroscopy was performed, and measurements were taken. A 24mm watchman flx closure device and delivery system (wds) was selected. The wds was inserted, and resistance was noted during advancement of the wds. The wds was deployed, and difficulty was encountered with positioning as the patient's anatomy contained a ridge at the ostium which the closure device pushed against. It was noted that the was double curve sheath had kinked. After a few recaptures, the wds was fully recaptured, and the was double curve was exchanged for a was anterior curve. The wds was re-inserted, however the positioning issues persisted, and decision was made to abort the procedure. The patient is expected to have computed tomography (CT) performed with consultation from the proctor on how to proceed with treatment.